Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the gear pump head was not working properly and replaced it. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 2 patient samples on a cobas c513 analyzer commercial system. On (B)(6) 2024, sample 1 had a result of 12.2%. The customer questioned the result as it did not match the patient's clinical history and they had a previous result of 5.6%. On (B)(6) -2024, sample 2 had an initial result of 10.7%. The customer questioned the result as it did not match the patient's previous low results which prompted them to repeat the sample. The repeat result was 4.88%.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The reagent lot number was 751304 with an expiration date of 31-jan-2025. The field service engineer (fse) noted that the cuvettes were damp. The fse checked and adjusted multiple parts of the instrument. A vacuum line and valve were cleaned and a sample probe was replaced. Qc was acceptable. As various service actions were performed, the specific root cause could not be determined. The service actions resolved the issue.